Event description:
It was reported that an asymptomatic patient had a merlin.net transmission alert of non-sustained lead noise due to post-paced t-wave oversensing. Programming changes were made and no further issues were reported.

Event description:
New information received notes that during follow-up, further episodes of post-paced t-wave oversensing on the ventricular channel were observed. Patient was asymptomatic. Programming changes were recommended.